Event description:
The reporter stated that on (B)(6) 2015 there were several glucose tests performed on a neonate using the accuchek inform ii (serial number (B)(4)). The results were as follows: (B)(6) 2015 at 10:58 am, - 29 mg/dl. (B)(6) 2015 at 11:01 am, - 37 mg/dl. (B)(6) 2015 at 12:00 am, - 27 mg/dl. (B)(6) 1215 at 12:06 am, - 48 mg/dl. The reporter stated they were not questioning the results as the neonate had been running low all day and when tested on another meter the results were similar. When called back the reporter stated the following results were obtained on other meters. (B)(6) 2015 at 9:28 am, - 41 mg/dl on the accuchek inform ii (serial number (B)(4)). (B)(6) 2015 6:07 pm, - 45 mg/dl on the accuchek inform ii (serial number (B)(4)). (B)(6) 2015 8:13 pm, - 38 mg/dl on the accuchek inform ii (serial number (B)(4)). (B)(6) 2015 12:01 am, - 31 mg/dl on the accuchek inform ii (serial number (B)(4)). (B)(6) 2015 4:00 am, - 47 mg/dl on the accuchek inform ii (serial number (B)(4)). It was also reported that the following labs were drawn and reported. (B)(6) 2015 the lab result of 53 mg/dl was drawn at 8:30 pm and reported at 8:42 pm.. (B)(6) 2015 the lab result of 31 mg/dl was drawn at 12:14 am and reported at 12:24 am. The reporter believes the nurse performing the tests was not wiping away the first drop of blood. At some point the treatment given was giving the neonate glucose water, although the time of this is not reported. It was reported that the neonate was in okay condition and in the room with her mother. The baby is breastfed and is presenting in the same way other breastfed babies do. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The strips were not returned. Retention testing was done with strip lot 474134 expiration 01/31/2017. The assessment showed all returned results are within acceptable range. The product meets specification and no product problem was found.